Event description:
(B)(4): plasmablade is used in implantation of aicd, revision, or extraction of same. It is knife, electrode (cuts and coags) and separate suction portal (which connects to wall suction), in one hand held device. In this case, the suction did not work during the procedure, in that it did not suction the smoke that is created when the plasmablade is cutting. The operative field was obscured. It was changed out for a new unit. I was told by the dr that this is the second occurrence of this same malfunction. It was not reported to me initially. Now that we have a second malfunction of the same lot number, we have pulled the devices with that number off the shelf and will return the plasmablades to the MFR. We submitted this unit to our biomed dept for eval. They found that it did not work as intended.

Manufacturer narrative:
MFR received the attached MDR from us FDA which was filed by the user facility for the incident described indicates that the device is not available for eval. However, the lot number was provided and once a review of the lot history record has been performed, a f/u report will be provided. Per site reporter: met with sales rep who had queried other institutions and did not have any negative feedback. He believes product difficulties are practitioner dependent and will schedule an inservice for ep lab staff. The nurse mgr agreed to the inservice.